Event description:
It was reported that the device failed to deflate after flushing. Another device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
It is unknown if the device is to be returned. The investigation is currently in progress.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have accused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. Evaluation of the returned sample identified that there was no external or internal packaging returned. No visual defects were noted on the hub of the device. There were no visual defects noted to the inner and tip of the device. Three kinks were noted on the outer of the device. A guidewire was inserted and advanced to the tip of the device. With no issue. The balloon was inflated to 6atm. A pinhole rupture was evident at the proximal end of the balloon. The balloon deflated with no issue. The result of the investigation does not confirm the reported event. It was reported that the device failed to deflate after flushing. Evaluation of the device identified that a pinhole rupture was evident to the balloon. There was no issue deflating the balloon. However, based upon the available information a definitive root cause cannot be determined. It is unk whether handling techniques contributed to the reported event. Based on trending analysis performed no additional action is required at this time. See scanned page.

Event description:
It was reported that the device failed to deflate after flushing. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The device was flushed. It is unk if the device inflated normally. After flushing the device failed to deflate and it is unk how the device was deflated. The failure was noted prior to use on the patient and the device was not inserted into the patient. There were no kinks noted on the device during or after use. Another device was used to complete the procedure. There was no patient involvement and therefore no patient injury reported.